Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced with chronic high voltage lead connected to the pacemaker header. The patient was stable throughout.